Manufacturer narrative:
The defective sponge samples were received and complaint was confirmed by visual examination. No other test can be performed on sponges for this condition apart from visual examination. Device history record (DHR) review of the affected sponge pack confirmed that no anomalies occurred related to the defect. This type of defects can be prevented by effective process controls and/or can be detected during inspection. Steps have been taken to reinforce process controls to prevent such defects form happening. Sponges have a long history of market use and have been tested in accordance with iso 10993-1 requirements for long term implantation (> 30 days) and all tests have passed. Surgi-count medical consideres this to be a final report.

Event description:
It was reported that during surgical procedures, sponges are shredding loose threads and leaving strings (threads) in the patient. The hospital did not report any injury to the patient.